Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of distorted main display was confirmed during product evaluation. The root cause was assigned to a defective main display. The main display was replaced to correct this condition. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of a distorted main display. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.